Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer would not work properly on the display screen of the programmer; replacing the stylus resolved the issue. The stylus is expected to be returned to service. There was no patient involvement.